Event description:
Reporter complained that a 3.5mm reconstruction plate was implanted into the patient 2001, during a surgical procedure to repair the patient's fractured, right clavical. The plate was noted as broken and was removed from the patient 2001.